Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis confirmed complaint of unable to interrogate via rf telemetry. The cause of the anomaly could not be determined. No further anomalies were found. (B)(6).

Event description:
It was reported that during implant the implantable cardioverter defibrillator was not able to be interrogated. The device was not implanted.